Event description:
Ruptured right breast implant. Severe contracture pain and disfigurement of left breast. Displaced silicone on right side of rptr's body. Atypical rhuematoid arthritis, pulmonary fibrosis, photosensitivity. Was very active and athletic. Has had to give it all up. Now on oxygen 24 hours a day and lots of medications.